Manufacturer narrative:
DHR trend summary: the review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a1802 device contamination during manufacturer or shipping.

Event description:
Healthcare professional reported "a little black speck on the tissue expander when removing it from the packaging". Device was not implanted. Surgery was completed with a backup device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Clarification to h6 (investigation findings, investigation conclusions): device photos were received and are under investigation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: n/a (device was not implanted).

Event description:
Healthcare professional reported "a little black speck on the tissue expander when removing it from the packaging". Device was not implanted. Surgery was completed with a backup device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: device contaminated, during manufacture or shipping: observed, a blue ink stain on the surface of the shell. It is not considered, a workmanship, since the device was received out of its sealed package. A further investigation is requested. As per the investigation procedure: creases were completed. And none of the observations were found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, "a little black speck on the tissue expander, when removing it from the packaging". Device was not implanted. Surgery was completed with a backup device.